Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® bivona® custom flextend¿ tts¿ neonatal and pediatric tracheostomy tube split into two after a few hours of use. The issue was observed by the patient's mother early in the day during attempt to suction the patient. It was noted that the patient's mother encountered resistance in the tube. The tube cuff was filled with air. The tracheostomy tube was changed immediately. No patient injury was reported.

Manufacturer narrative:
One bivona® 4.0mm customized flextend¿ hyperflex¿ tracheostomy tube was returned for investigation. Visual inspection revealed that the returned device was broken. The break was located on the distal side of the shaft, below the neck flange. Examination found that the tracheostomy tube shaft had split horizontally and in line with the internal wire. Investigation was unable to determine the root cause of the observed shaft break.